Manufacturer narrative:
No product will be returned per customer. The customer¿s report of maxzero spraying liquid on patient could not be confirmed due to the product not being returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that this has also been observed in oncology along with curos caps discussions going on since go-live. When flushing, the maxzero spray liquid on patients. It appears the liquid is coming from the maxzero connector itself. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested patient demographics were not provided.

Event description:
It was reported that this has also been observed in oncology along with curos caps discussions going on since go-live. When flushing, the maxzero spray liquid on patients. It appears the liquid is coming from the maxzero connector itself.